Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01064, 1627487-2023-01067. It was reported the patient experienced discomfort at the ipg site and ineffective stimulation. Surgical intervention took place wherein the system was explanted.